Manufacturer narrative:
Sensor 3mh002d08tr has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sim vivo test was performed and the results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of their son who was unable to test due to a "replace sensor" message after 2 days of wearing the adc freestyle libre 2 sensor. The customer experienced symptom of mild nausea and was incapable of self-treating. The customer's parents obtained a glucose reading of 340 mg/dl and blood ketone level of 3.1 mmol/l from an unspecified meter and had contact with a healthcare provider. The customer's parents treated him with an insulin injection as advised per the hcp. There was no report of death or permanent injury associated with this event.